Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of fos signal lost is confirmed. The fiber was found broken; therefore, a light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to investigate the root cause.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and the fiber optic sensor (fos) had connection. At some point after insertion, somewhere between the end of the procedure and patient transport they lost the fos signal. As a result, the iab was removed and a new fos iab was used successfully. There was a reported delay or interruption in therapy which caused no harm to the patient. Medical intervention was required to remove the faulty catheter and insert a new one. Patient outcome was fine with no patient death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and the fiber optic sensor (fos) had connection. At some point after insertion, somewhere between the end of the procedure and patient transport they lost the fos signal. As a result, the iab was removed and a new fos iab was used successfully. There was a reported delay or interruption in therapy which caused no harm to the patient. Medical intervention was required to remove the faulty catheter and insert a new one. Patient outcome was fine with no patient death or serious injury.